Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reportedly was unable to connect the pod and controller to the freestyle libre 2 plus sensor continuous glucose monitor (cgm). The patient's blood glucose levels rose above 250 mg/dl. Symptoms reported include fatigue, headache, and blurry vision. The patient was treated with insulin and intravenous drip. The patient was released after approximately two days. Additionally, it was noted that the pods the patient was attempting to connect are not compatible with new controller they were using. The correct pods have been sent to the patient.